Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003 and left total hip arthroplasty on (B)(6) 2003. Patient's legal counsel reports patient allegations of pain, bone/tissue damage and elevated metal ion levels. Subsequently, the patient¿s right hip was revised on (B)(6) 2010. The acetabular component and modular head were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003 and left total hip arthroplasty on (B)(6) 2003. Patient's legal counsel reports patient allegations of pain, bone/tissue damage and elevated metal ion levels. Subsequently, the patient's right hip was revised on (B)(6) 2010. The acetabular component and modular head were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted, the right hip revision was due to pain and a loose acetabular cup. Operative report further noted the presence fluid and minor corrosion on the neck taper.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-05849/05852).